Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received for device analysis. A review of the device log confirmed the reported issue. The device passed both functional and electrical testing. Internal and external inspections were performed with no issues found. The pneumatic system was found to be performing to specifications. Multiple short simulated therapies were performed and passed successfully. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The cause was determined to be insufficient drain and use error due to the tidal total ultrafiltration (uf) removal being set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced an increased intra-peritoneal volume (iipv-adult) during dwell 2 of 5 while the hp was connected. The home patient (hp) reported feeling overfull and bloated, and requested assistance performing a manual drain. The technical service representative (tsr) assisted the care giver (cg) to perform a manual drain. The hp stated that draining relieved the symptoms of feeling overfull and bloated. The tsr assisted the cg with ending the therapy. The hp?s drain volume was 3570 ml and the fill volume was 2200 ml. The volumes reported met criteria for iipv-adult. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.